Event description:
Surgical repair of right foot [foot surgery]. Really big bakers cyst behind left knee [baker's cyst]. Bone on bone in left knee [cartilage damage] . Pain behind her knee/ pain is 24/7 [knee pain] . Case narrative: initial information received on (B)(6) 2018 from united states regarding an unsolicited valid serious case received from a consumer. This case involves a (B)(6) years old female patient who experienced surgical repair of right foot, pain behind her knee/ pain is 24/7, really big bakers cyst behind left knee and bone on bone in left knee after receiving hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) dosage 6ml 1x (lot - unknown) for oa in her left knee. The patient reported that the pain is behind her knee (latency: unknown) and the pain is 24/7 (latency: unknown). She further stated that her left knee was killing her and she did have some swelling but that was there before as well, further she had a really big bakers cyst behind her left knee (latency: unknown) and she had bone on bone in her left knee (latency: unknown). Patient also stated that she recently underwent surgical repair of right foot (latency: unknown) which caused her to put more weight/pressure on her left leg. As a corrective, patient has been using ice thrice a day and elevating her leg, taking tylenol and ibuprofen for pain. Corrective treatment: tylenol, ibuprofen, ice, elevating for pain behind her knee/ pain is 24/7; ice, elevating for surgical repair of right foot; not reported for rest. Outcome: unknown for all events. Seriousness criterion: medically significant for surgical repair of right foot. A product technical complaint was initiated for synvisc one on (B)(4) 2018 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2018. Ptc results received and processed. Global ptc number added.